Event description:
It was reported that during a gall bladder procedure, there was an issue with clip malformation. A similar device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.